Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer stated that she was receiving different kinds of battery alarms. The customer's blood glucose was unknown. The customer changed the batteries, but the issue persisted. Troubleshooting was done. Advised that if the alarm was not cleared then the alarm would recur with each new battery inserted. The customer confirmed that the battery compartment and spring were neither damaged nor corroded. While troubleshooting, the customer received another failed battery test alarm. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.